Event description:
During a procedure, it was not possible to tighten the set screw on the header of the device. A new device was used to resolve the event. The patient was stable

Manufacturer narrative:
The reported event of connection anomaly was confirmed. Visual inspection of the right ventricular channel did not reveal any anomaly that could contribute to the reported event. Impedance was tested and found to be higher than normal. The cause of the reported field event is a header anomaly. The cause of the header anomaly remains undetermined. Additional finding: a dislodged left ventricular ring spring was observed. The observed ring spring anomaly was caused by a manufacturing anomaly.